Manufacturer narrative:
An event of left bundle branch block was reported. It was also reported that reported event was experienced when the guidewire crossed the left ventricle, prior to the valve contacting the patient. The patient had no past medical history of arrhythmia or heart failure or diabetes. Information from field indicated that it was believed that the event was not due to the navitor valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor was selected for implantation. During the procedure, prior to the valve contacting the patient, when the guidewire crossed the left ventricle, the patient experienced a left bundle branch block. There was no allegation done due to calcification. The patient is reported to be stable. There was no clinically significant delay in procedure. It is believed that the event was not due to the navitor valve. On (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported to be discharged from the facility.